Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to blood glucose levels as high as 600 mg/dl. The customer felt that the insulin pump was broken. It was also reported that the insulin pump was exposed to an MRI scan. Troubleshooting was not possible as the customer was not available during the call. Advised the caller that the insulin pump would need to be replaced. Advised the caller to have the customer call back as soon as possible to arrange for a replacement insulin pump to be shipped. Unable to speak with the mother as she did not have hipaa authorization. Nothing further was reported.